Manufacturer narrative:
The customer contacted siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist analyzed the instrument data and determined that there was no issue with the instrument performance at the time of the event; quality controls and calibrations were within expected ranges. The hsc specialist observed atypical aspiration of the affected sample in the clot check file when the discordant results were obtained, suggesting that a sample integrity issue potentially contributed to the discordant, falsely elevated cardiac troponin I results. The filter data provided by the customer did not contain the time when the discordant results were obtained and therefore, the hsc specialist was not able to determine if the hil results were flagged or showed atypical photometer properties for the affected sample. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this instrument is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on the dimension exl with lm instrument. Since panic ranges were established for tni on the instrument, the sample was rerun, resulting in another discordant, falsely elevated tni result. The repeat result was reported to the physician(s). A new sample from the patient was run on the same instrument, resulting lower. The initial sample and new sample were rerun on the same instrument, resulting in a result of <17 ng/l. The corrected result of <17 ng/l was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni results.